Manufacturer narrative:
Bayer case number: (B)(4). Regular abdominal pain [abdominal pain] , 8 repeated occurrences of tendonitis [tendonitis] , ligament sprains [ligament sprain], leg problem: tingling [paraesthesia lower limb] , leg problem: like daily compressions [heaviness in limbs] , leg problem: electric [electric shock sensation] , leg restlessness [legs restless] , fatigue [fatigue] , swelling [swelling] , 2 occurrences of pyelonephritis [pyelonephritis] , minor depression [depression] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-mar-2025. The most recent information was received on 01-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("regular abdominal pain") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2017 she experienced abdominal pain (seriousness criterion medically important), tendonitis ("8 repeated occurrences of tendonitis"), ligament sprain ("ligament sprains"), paraesthesia ("leg problem: tingling"), limb discomfort ("leg problem: like daily compressions"), electric shock sensation ("leg problem: electric"), restless legs syndrome ("leg restlessness"), fatigue ("fatigue"), swelling ("swelling") and depression ("minor depression"). In 2023 she experienced pyelonephritis ("2 occurrences of pyelonephritis"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to tendonitis, ligament sprain, paraesthesia, limb discomfort, electric shock sensation, restless legs syndrome, fatigue, swelling, abdominal pain, pyelonephritis or depression. The reporter commented: possible consequences of the insertion of essure devices in 2017 (since, 8 repeated occurrences of tendonitis, ligament sprains, leg problems: ¿tingling + electricity + like daily compressions + restlessness (neurological and muscular)¿, fatigue, swelling and regular abdominal pain, 2 occurrences of pyelonephritis at the end of 2023, summer 2017 minor depression patient¿s current status: not specified. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-apr-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number:(B)(6). Regular abdominal pain [abdominal pain] 8 repeated occurrences of tendonitis [tendonitis] ligament sprains [ligament sprain] leg problem: tingling [paraesthesia lower limb] leg problem: like daily compressions [heaviness in limbs] leg problem: electric [electric shock sensation] leg restlessness [legs restless] fatigue [fatigue] swelling [swelling] 2 occurrences of pyelonephritis [pyelonephritis] minor depression [depression] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("regular abdominal pain") in a 47-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2017 she experienced abdominal pain (seriousness criterion medically important), tendonitis ("8 repeated occurrences of tendonitis"), ligament sprain ("ligament sprains"), paraesthesia ("leg problem: tingling"), limb discomfort ("leg problem: like daily compressions"), electric shock sensation ("leg problem: electric"), restless legs syndrome ("leg restlessness"), fatigue ("fatigue"), swelling ("swelling") and depression ("minor depression"). In 2023 she experienced pyelonephritis ("2 occurrences of pyelonephritis"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to tendonitis, ligament sprain, paraesthesia, limb discomfort, electric shock sensation, restless legs syndrome, fatigue, swelling, abdominal pain, pyelonephritis or depression. The reporter commented: possible consequences of the insertion of essure devices in 2017 (since, 8 repeated occurrences of tendonitis, ligament sprains, leg problems: ¿tingling + electricity + like daily compressions + restlessness (neurological? And muscular)¿, fatigue, swelling and regular abdominal pain, 2 occurrences of pyelonephritis at the end of 2023, (B)(6) 2017 minor depression patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.